Event description:
It was reported that; primary surgery was performed for l1 burst fracture on (B)(6) 2014. Th12 and l2 were fixed with screws, l1 were skipped. After that, the fracture was fused and an extraction surgery was performed on (B)(6) 2016. During the surgery, the breakage of l2 left screw was found. The tip of the broken screw was remained to the patient. And then, the set screw hex of l2 right connector worn when the surgeon tried to remove it. Finally, the surgeon destroyed the connector and removed it.

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assessment. Result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection of the device showed that screw was fractured. The screw was fractured at the threading and the fractured piece was not returned. Conclusion: the definitive root cause of the event could not be determined from the given information.

Event description:
It was reported that; primary surgery was performed for l1 burst fracture on (B)(6) 2014. Th12 and l2 were fixed with screws, l1 were skipped. After that, the fracture was fused and an extraction surgery was performed on (B)(6) 2016. During the surgery, the breakage of l2 left screw was found. The tip of the broken screw was remained to the patient. And then, the set screw hex of l2 right connector worn when the surgeon tried to remove it. Finally, the surgeon destroyed the connector and removed it.